Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A full osseotite® implant 3.75 x 10mm, (fos310) was lost in transit. Visual inspection could not be performed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI (B)(4). D10: device was returned to emea. However, it was lost in transit when shipped to palm beach gardens. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Patient information was not provided by the reporter.

Event description:
It was reported that the implant fracture and was removed.